Manufacturer narrative:
B3: the event occurred between (B)(6) 2023 to (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had particulate matter in the injection port (black and white). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to h6 codes (replace c13 with c19 and d15 with d14). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between july 11, 2022 and july 12, 2022. H10: two (2) actual devices were received for evaluation. A visual inspection along with magnification was performed with the fill port caps removed; no particulate was identified. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.